Event description:
It was reported that the couch angle could be modified in mosaiq but the treatment delivered would use the original unmodified couch angle. There was no actual mistreatment. This issue was found internally, during ad hoc testing.

Manufacturer narrative:
(B)(4)